Manufacturer narrative:
The user experienced severe hyperglycemia with large ketones requiring hospitalization while using ilet therapy. Severe hyperglycemia with large ketones requiring inpatient medical management is consistent with the reported hospitalization and treatment with IV fluids. Engineering log review confirmed that device data corresponding to the reported event date were available and showed no malfunction alerts and no factory reset. No motor errors were observed, and the ilet was delivering requested insulin and responding appropriately to cgm glucose values. Device data showed high glucose alerts, cartridge depletion, supply changes, and multiple user-initiated insulin pauses during the event timeframe. The user¿s mother reported that the user had not been consistently announcing meals, which likely contributed to sustained hyperglycemia. Based on available information, the event was attributed to use-related factors involving missed meal announcements and interrupted insulin delivery during cartridge depletion and user-initiated pauses. No device malfunction was identified. If additional information becomes available, a supplemental MDR will be submitted.

Event description:
On (B)(6) 2026 it was reported that on (B)(6) 2026 the user experienced hyperglycemia with a reported blood glucose level of 580 mg/dl and large ketones requiring hospitalization. The user was treated with IV fluids, and discharge information was not available after follow-up attempts. The outcome was unknown at the time the complaint was closed.